Manufacturer narrative:
A final report will be sent when the investigation is complete.

Event description:
It has been reported to philip that the allura system failed to power up in the morning. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected from the philips remote service engineer and the imaging engineer, the system did not see the hard drive during boot up, therefore additional restarts could not resolve the issue. Analysis of the bios revealed that the boot priority was misconfigured, placing the backup drive in the first position. The most probable cause of the sequence fall out was that the customer used a hospital supplied kvm (keyboard video mouse) switch. The hard drive was connected to a port that was not being used on the kvm switch, so the monitor was blank, although the system was switched on. The service engineer reconfigured the boot drive priority and the system was returned to use in good working order. The codes were updated based on the investigation outcome.